Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when the needle was removed from the cv port, the safety mechanism did not function properly, leaving the tip of the needle exposed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the safety mechanism not covering the needle tip is confirmed; however, the exact cause is unknown. One photograph with four images of a safestep infusion set was returned for evaluation. An initial visual observation of the images in the returned photograph showed the safety mechanism of the safestep infusion set was positioned at the distal end of the needle; however, the distal tip of the needle was observed to be exposed. No blood residue was observed on the sample in the returned photograph. While it appeared that the safety mechanism was unable to properly capture the needle tip, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the needle was removed from the cv port, the safety mechanism did not function properly, leaving the tip of the needle exposed. No other information was provided.